Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted to trauma emergency room (ER) complaining of nausea, dizziness, vomiting, and pain in right chest area. It was further stated by the vad coordinators that noted suction events occur when patient twisted to right side. It was also stated that the speed was dropped to 2400rpm, and the patient did well. The diagnosis for the admission was said to be right heart failure. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported by the site that the patient was admitted to trauma emergency room (ER) complaining of nausea, dizziness, vomiting, and pain in right chest area. It was further stated by the vad coordinators that noted suction events occur when patient twisted to right side. It was also stated that the speed was dropped to 2400rpm, and the patient did well. Patient was stated as being discharged on (B)(6). The diagnosis for the admission was said to be right heart failure. No additional information received.